Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an out of range pacing impedance measurement was noted for the right atrial (ra) lead connected to this pacemaker. Information on the ra lead is not available. No interventions were reported. No adverse patient effects were reported. This pacemaker remains in service.